Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the ram sensor just stopped working. No patient impact or consequences were reported.

Event description:
The customer reported the ram sensor just stopped working. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. Visual inspection revealed no physical damage. Functional analysis of the sensor found that the eeprom was not programmed. When connected to a known good patient monitor and cable, an error message was displayed on the monitor indicating that the sensor should be replaced.